Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they increased stimulation and made it worse. They noted that they were going a lot more so they increased it because they were having more difficulty controlling the bladder. The patient then went swimming in the pool, got chemicals in the pool, and wondered if they caught an infection. During the call, the call center reviewed how to use the handset. They had access to their handset at the time of the call so they synched to their ins which showed stimulation was on; they were at 2.5v. They have the ability to change programs and/or adjust stimulation so they decreased to 2.3v as they thought it would help more. As a result of what was reported, the patient will monitor their symptoms now that a change was made and follow up with the healthcare provider (hcp) if it doesn't resolve. No device issue was reported and no further patient complications have been reported as a result of this event.